Event description:
It was reported that this pacemaker system exhibited t-wave oversensing on the right ventricular (rv) lead channel. This resulted in inappropriately stored ventricular episodes. Technical services (ts) recommended reprogramming options as troubleshooting. It was noted that this patient has a junctional rhythm and has not been in to clinic for follow up lately. No adverse patient effects were reported. Currently, this pacemaker system remains in service.